Event description:
The tip of this instrument broke off in the pt's eye during a cataract extraction procedure. The broken piece of instrument was retrieved.

Manufacturer narrative:
This instrument is in new condition and shows no signs of abuse or of being cracked. The shaft is flexible enough to show it wasn't too hard. Cause for breakage is not known.